Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Medtronic (B)(4) received information regarding that insulin pump's retainer ring was missing or broken from the attorney of the family. The information received on january 27, 2022. Attorney reporter alleges that use of medtronic insulin pump caused personal injury to the customer. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.